Event description:
It was reported that the 9600 system would not rotate. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The dowel pin in the drive motor was repaired during the svc call. The system was tested, and found to be working as intended, and put back into svc.